Event description:
Customer reported via phone call that reservoir was occluded and was not able to fill five reservoirs. Customer's blood glucose was 110 mg/dl. Customer was advised that reservoirs would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.